Manufacturer narrative:
H11: the user facility submitted medwatch (B)(4) for this event. The actual devices were not available; however, nineteen (19) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Functional testing including pressure, clear passage, priming, gravity, simulated run using an in-lab spectrum pump, and back-pressure testing were performed on the samples with no issues noted; the devices were found to be within the product specifications. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the related medwatch report number (B)(4) is in the corresponding h10 related report number field for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets leaked at the second hub (clearlink). This was observed during patient infusion with total parenteral nutrition (tpn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.